Event description:
It was reported that the burr became stuck on the rotawire. The target lesion was located in a calcified right coronary artery. A 1.75mm rotalink plus and a rotawire were selected for use. During procedure, as the physician attempted to advance the burr, it was noted that the burr became stuck on the rotawire. Both devices were removed from the patient's body and the procedure was completed with another of the same burr and rotawire. There were no patient complications reported.